Event description:
Procedure: right patellar realignment. Reportedly, during or after the procedure a 3.5 x 1.5 inch area was red and raised with a white center. The facility reports the affected area was near the return electrode site, not under it or in contact with it. No details were provided as to the treatment of the condition or the pt's status subsequent to the event. During routine review this event was deemed to be reportable.